Manufacturer narrative:
The investigation could not be completed; no conclusion could drawn, as no product was received. A review of the device history records has been requested.

Event description:
It was reported that a mid-shaft fracture of the clavicle adjacent to a previous placed clavicle hook plate was found during a postoperative exam after a patient fall. During a follow-up revision surgery it was identified in the x-ray that the clavicle bone popped over the plate. The surgeon replaced the clavicle hook plate with a longer or standard device. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.